Event description:
The manufacturer was informed that a patient's wife had recently opened the replacement device box, only to find that it contained just the motor. She was unsure how to proceed. The patient had received the replacement device in (B)(6) 2023 but had not used a CPAP device since his original one was recalled. The patient, who is now battling stage 4 kidney cancer that has metastasized to his lungs, is experiencing worsening breathing issues. The wife intended to assemble the replacement device for him but lacked the necessary accessories. After locating the recalled device in the closet, she was guided on how to transfer the accessories from the old device to the new one. There was no allegation that any CPAP device had contributed to the patient's cancer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.